Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation could not be tested/ confirmed as the plunger, suture, link, posterior needle tip and cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The four additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using five proglide devices with a 6f sheath after a lower limb angioplasty interventional procedure. Reportedly, when the plunger of five proglide devices was removed, the suture was found broken. A sixth proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.